Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the pump was not explanted; therefore, no product was available for evaluation. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including pump power, are detailed in the introduction section of the hmii IFU. The hmii IFU states that changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Abrupt changes in power should be evaluated for cause. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 6 years 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the ER on (B)(6) 2019 with evidence of lvad thrombosis. Pump power was increased to 6 watts. There was evidence of extensive hemolysis and progressive cardiogenic shock. An arterial line was placed to monitor blood pressure and a central line was placed for access. The patient was started on vasopressors to maintain blood pressure. The patient was severely acidotic with bicarbonate down trending and was started on a bicarbonate drip as a temporizing measure. The patient's power of attorneys(poas) decided not to pursue aggressive intervention in favor of comfort measures since there was no definitive treatment option available. The patient was transitioned to comfort measures and their time of death was confirmed at 12:20 am on (B)(6) 2019.